Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was performed. The target lesion was located in the first obtuse marginal (om1) artery. After a non-boston scientific (bsc) guide catheter was engaged in the left coronary artery and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.00 balloon catheter. Following pre-dilation, a 20 x 2.25 promus premier select drug-eluting stent was advanced for treatment but the device couldn't track the lesion. The physician pre-dilated once again the lesion with the same 2.00mm nc balloon and took the same stent; however, the stent strut was found to be damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was performed. The target lesion was located in the first obtuse marginal (om1) artery. After a non-boston scientific (bsc) guide catheter was engaged in the left coronary artery and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.00 balloon catheter. Following pre-dilation, a 20 x 2.25 promus premier select drug-eluting stent was advanced for treatment but the device couldn't track the lesion. The physician pre-dilated once again the lesion with the same 2.00mm nc balloon and took the same stent; however, the stent strut was found to be damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the lesion was 90% stenosed, mildly tortuous and moderately calcified.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was performed. The target lesion was located in the first obtuse marginal (om1) artery. After a non-boston scientific (bsc) guide catheter was engaged in the left coronary artery and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.00 balloon catheter. Following pre-dilation, a 20 x 2.25 promus premier select drug-eluting stent was advanced for treatment but the device couldn't track the lesion. The physician pre-dilated once again the lesion with the same 2.00mm nc balloon and took the same stent; however, the stent strut was found to be damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the lesion was 90% stenosed, mildly tortuous and moderately calcified.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 20 x 2.25mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with struts in the proximal region lifted and pulled distally. The undamaged crimped stent outer diameter was measured by snap gauge and the result was 0.0375"this is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device could be loaded on a 0.01 inches test guidewire without issues. No other issues were identified during the product analysis.